Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7 had failed with a failed to close message. A field service engineer (fse) removed the drawer to inspect its components and discovered the latch sensor hanging loose. The fse removed the catch, reinserted the sensor so that it was securely attached, and verified proper operation. No further issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 10 south 1 drawer 7 does not open on demand. The customer attempted storage space recovery; however, the drawer remained unresponsive and does not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.